Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited no capture. The vector of the lv lead was reprogrammed and the lv lead remains in use. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.